Event description:
The customer reported to olympus, a 2-3mm plastic piece was left in the patient during an unknown procedure with the subject device. In the physician's opinion, the piece looks like it came from the scope. No additional information has been provided. The customer has not responded to the multiple requests for additional information. No patient harm or injury reported.